Event description:
The doctor states the abutment screw (ilrghg) fractured inside the implant at the apex.

Manufacturer narrative:
Fractured portion of the abutment screw was not returned, abutment screw fragment remains in the implant and the implant remains implanted. The DHR and complaint review did not provide any indication of a manufacturing deviation that would contributed to this event. A definitive root cause for the fractured screw cannot be determined.